Event description:
The customer reported that the device displayed error message 00020 this error code is in the category of a defib failure- biphasic processor. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.